Event description:
It was reported that sister has opened safestep to access port for chemotherapy infusion and she was trying to prime the device before accessing port but she could not infuse the saline or even air into safestep, it appeared to be blocked from inside. She used other fresh device and treatment given to patient. Patient status/ intervention: used other new safestep device and resolved the issue

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfvf024 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that sister has opened safestep to access port for chemotherapy infusion and she was trying to prime the device before accessing port but she could not infuse the saline or even air into safestep, it appeared to be blocked from inside. She used other fresh device and treatment given to patient. Patient status/ intervention: used other new safestep device and resolved the issue

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded infusion set is inconclusive due to the state of the returned sample. One photograph of a 20 g safestep infusion set with a valved y-site was returned for evaluation. An initial visual observation of the photograph showed the infusion set atop the product packaging. Droplets of a clear liquid were observed within the tubing of the infusion set in the returned photograph. The safety mechanism was observed to not be engaged and a needle guard was observed on the needle shaft. No end cap was observed on the proximal luer hub, and neither of the pinch clamps were observed to be engaged. It was not possible to confirm or identify the root cause(s) of the reported event based off of the returned photograph. Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 1¿ safestep safety infusion set with y-site. The sample appeared free of obvious use residues and the safety mechanism was not engaged. Microscopic inspection of the sample did not reveal any evidence of device occlusion. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required for a similar, non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that sister has opened safestep to access port for chemotherapy infusion and she was trying to prime the device before accessing port but she could not infuse the saline or even air into safestep, it appeared to be blocked from inside. She used other fresh device and treatment given to patient. Patient status/ intervention: used other new safestep device and resolved the issue.